Event description:
The device was implanted on 5/12/95. Revision surgery was performed on 5/30/96 to remove the device and repair pseudoarthrosis at l2/3, l3/4, right, and l3/4, left. Bone screws were found loose.